Event description:
It was reported that the insulin pump alarmed button error and keypad unresponsive. Customer's blood glucose at that time was 172mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.